Event description:
The customer alleged discrepant igg results on a single patient specimen: initial igg > 3220 mg/dl repeat igg < 946 mg/dl repeat igg < 946 mg/dl repeat igg < 2013 mg/dl repeat igg < 2013 mg/dl repeat igg = 1207 mg/dl repeat igg = 1207 mg/dl repeat igg = 1263 mg/dl (result released) the physician requested that the sample be retested. Repeat igg = 319 mg/dl repeat igg = 320 mg/dl (result released) repeat igg = 308 mg/dl igg reagent lot #: 61519701 the customer stated that they were unable to supply information regarding the patient's condition. The field service representative determined that a possible cause for the discrepancies was water contamination. He stated that the customer would schedule water system maintenance with their vendor. Performance tests were run and passed. The customer stated that, "she feels the issue is resolved at this time."

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.